Event description:
The complainant reported a 67-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was documented that the pump was unable to maintain adequate flows while implanted without experiencing suction issues. It was noted that the patient's ventricle appeared small during observation and that the guidewire was unable to advance far across the aortic valve before deflecting due to the patient's anatomy. The pump was removed, flushed, and re-inserted and fluid was given in an attempt to troubleshoot the issue, however, the flow rate remained low. The pump was subsequently removed and an intra-aortic balloon pump was inserted to continue with patient support. Following the initial report, the pump was returned for evaluation and it was discovered that the flow issues were caused by broken impeller blades. There was no patient harm.

Manufacturer narrative:
The device was returned and an evaluation was completed. A visual inspection of the pump indicated that the blades on the impeller were broken. Because the fluoroscopic image of the pump was not returned, a definitive root cause of the fracture could not be determined. Should additional relevant information become available, a supplemental report will be submitted. As noted in the impella IFU: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿.